Manufacturer narrative:
D10: 180-01-52 - nv crown cup clstr hole 52mm group 2 - (B)(6), 132-32-52 - nv gxl lnr, lipped 32mm ID group 2 cups - (B)(6), 142-32-00 - cocr fem head 32mm +0 offset 12/14 - (B)(6), 160-70-14 - nv cemented plus std size 14 - (B)(6), pc-15 - stem centralizer 15mm - (B)(6). Other non-exactech components - cable & sleeve. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. During reduction, a crack of the proximal femur occurred. This changed the originally planned press-fit device to a cemented device. The surgeon added two cables around the proximal femur where the crack was, with some also added to the end of the proximal aspect to prevent propagation. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported event was likely due to a proximal femur bone fracture which occurred intra-operatively during reduction. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition and/or surgical techniques. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.